Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parents via phone that the insulin pump alarmed power error. They did not have the insulin pump during the time of the call but were advised to change the battery once a day and follow the process. The insulin pump is not returning and there was no blood glucose given for the customer.